Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Health professional reported patient experiencing "brain fog¿, fatigue, dizziness, headache, repeated uti and breast pain". This record is for the right side. Device remains implanted.